Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the implant procedure, the patient went into an unspecified atrio-ventricular (av) block with cardiac arrest, and a membranous septum perforation was observed. Subsequently, cardiopulmonary resuscitation (CPR) was performed and the patient's heart rhythm went back to normal; however, ventricular fibrillation was observed and CPR was performed again with multiple defibrillator shocks. After approximately 30 minutes of CPR, the patient died due to heart block/cardiac arrest. Per the physician, the implant procedure and the patient's calcified anatomy contributed to the death.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: deliv sys d-evolutfx-2329, product ID: d-evolutfx-2329, serial/lot: unknown, use by date: unknown, UDI: unknown. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that complete heart block (chb) occurred. The membranous septum perforation was observed following the post-implant balloon aortic valvuloplasty (bav). Per the physician, the cause of the perforation was due to the post-implant bav, and the delivery catheter system (dcs) and guidewire did not contribute to the perforation. Additionally, the valve could not be excluded as a contributing factor to the death, but the dcs could be excluded as a contributing factor to the death.

Manufacturer narrative:
Updated data: additional information received shows that there is no information to reasonably suggest that the d-evolutfx-2329 in this report may have caused or contributed to a death or serious injury or that the d-evolutfx-2329 in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803 for that device. B5. D4. D10. Continuation of d10: product ID {post implant bav}; product lot/serial number {unknown}; product type: {balloon aortic valvuloplasty}; implant date {n/a}; explant date {n/a}. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added third paragraph. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the implant procedure, the patient went into an unspecified atrio-ventricular (av) block with cardiac arrest, and a membranous septum perforation was observed. Subsequently, cardiopulmonary resuscitation (CPR) was performed and the patient's heart rhythm went back to normal; however, ventricular fibrillation was observed and CPR was performed again with multiple defibrillator shocks. After approximately 30 minutes of CPR, the patient died due to heart block/cardiac arrest. Per the physician, the implant procedure and the patient's calcified anatomy contributed to the death. Additional information was received that complete heart block (chb) occurred. The membranous septum perforation was observed following the post-implant balloon aortic valvuloplasty (bav). Per the physician, the cause of the perforation was due to the post-implant bav, and the delivery catheter system (dcs) and guidewire did not contribute to the perforation. Additionally, the valve could not be excluded as a contributing factor to the death, but the dcs could be excluded as a contributing factor to the death. Additional information was received indicating that the post-implant bav was performed due to mild paravalvular leak.